Event description:
Pt reported that she has experienced hyperglycemia over the past 2 days, and she believes the insulin delivery of the infusion device is inaccurate. Pt's blood glucose was 460 mg/dl prior to lunch, and her normal blood glucose is 80 - 100 mg/dl after meals. She delivered a correction bolus, but her blood glucose did not decrease after one hour. She injected insulin via pen, and her blood glucose decreased to 183 mg/dl after lunch. Pt changed the infusion headset 5 times and the infusion tubing and cartridge 2 times over the past 2 days, but this did not resolve the issue. Pt contacted her physician, and her physician does not believe this issue si related to therapy, illness, or her habits. Physician requested that the infusion device be replaced. The infusion device was replaced and requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.